Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The reported problem was confirmed. The device was operational after therapy capacitor is replaced. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device capacitor failed. There was no patient involvement.